Manufacturer narrative:
Evaluation of the returned device found all of the basket wires were present and attached. It has been determined that the basket would not close due to the sheath being buckled on the proximal end at the distal end of the black heat shrink. Most likely, due to some aspect of the procedure, the outer sheath was put in a position that would not allow the drive wire to move freely. When the handle was actuated, it caused the outer sheath to buckle and then would not extend far enough to cover the basket when the handle was in the closed position. Therefore, the most probable root cause for this complaint is operational/physiological context. It is also noted that a retrieval basket failing to close and a buckled sheath are not medwatch reportable events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a gemini stone retrieval paired wire helical basket was used in a renal biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the wires broke off at the base and the basket would not close. No pieces detached. The physician had to remove the scope to get the basket out of the patient. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a gemini stone retrieval paired wire helical basket was used in a renal biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the wires broke off at the base and the basket would not close. No pieces detached. The physician had to remove the scope to get the basket out of the patient. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.